Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a wake button issue. There was no reported impact to the customer's blood glucose level. Although requested, the customer declined providing additional information regarding issue experienced.